Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer reported using pump supplies for 3 days. Tandem customer clinical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Customer changed cartridge and resumed insulin therapy. Customer's blood glucose was 224 mg/dl.